Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d9, g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that no image was displayed because communication with the endoscope failed due to a faulty output socket. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection socket of the xenon light source was defective. The issue occurred during preparation for use. Troubleshooting was performed by the field service engineer identifying that the endoscope plug was loose, resulting in no image. The connection base was replaced as a resolution. There were no reports of patient harm or patient involvement.